Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 11-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open. A field service engineer (fse) confirmed that the customer was experiencing multiple mini pocket failures. The fse attempted to access the affected mini drawer via hardware test application (hta) but was unsuccessful. The fse performed an emergency release of the pocket and subsequently replaced the mini engine to resolve. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5.14 was failed to open and required maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.